Event description:
A complaint was received from a dealer who reported that the overlay on the joystick is raised up. The powered wheelchair veers to the right and left and intermittently will stop working. No injury.